Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer had differences between their sensor glucose and blood glucose readings. The customer also stated their insulin pump had gone into threshold suspend. The customer stated their blood glucose was 380 mg/dl and their sensor glucose would read 60 mg/dl. The customer had treated their blood glucose with the insulin pump. The customer declined to troubleshoot for high blood glucose. No additional information provided.